Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was unknown, however, the customer was hospitalized due to a hypoglycemic coma. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was almost undetectable at the time of emergency assistance. The customer was wearing the insulin pump at the time of hospitalization. The customer was in a coma for approximately 4 weeks. It is unknown if the customer was using sensors. The caller did not state whether the next of kin would agree to return the insulin pump for analysis.